Event description:
It was reported that the unit was sent for repair because of the display on the monitor. The green cable does not work. It was not noted if the issue occurred during a procedure. No patient consequence reported.

Manufacturer narrative:
Date sent: 12/23/2008. Eval summary - the unit was received at the international service center. Based upon the inquiry information received, visual and functional examination, the customer's complaint has been confirmed. To correct the issue, the analysis site replaced the rotational and translational cables, pcb assembly and the fastening material. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.